Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) and right ventricular (rv) thresholds were increasing and the rv impedance increased. Both leads remain in use. No patient complications have been reported as a result of this event.